Manufacturer narrative:
Patient code: no code available ¿ additional procedure required to replace catheter. Device code: leak is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was leaking at the hub after placement. The patient was scheduled for an additional procedure in order to remove and replace the device. To date, additional patient and event information is unknown. The facility discarded both devices and the lot numbers are unknown.

Manufacturer narrative:
Additional information was received on 08may2018: the devices (2) which were reported, were an estimate of the number of times this same ¿malfunction¿ has occurred. It was reported, the reporter was told that it did in fact happen in separate patients, not just one however aside from that, they did not take note of the lot number nor did they save the ¿defective¿ devices. There was no information provided on patient demographics, the dates of any of the occurrences or the number of days which the devices were implanted prior to the failure. Placement location was indicated as in the stomach (g-tube). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control of the returned device was conducted during the investigation. It was reported that the customer disposed of the device; thus, a device failure analysis could not be performed. Additionally, as the lot number is unknown, it is unknown whether a representative device from the same lot can be used. No photos of the device subject to this complaint were provided. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.